Event description:
Following removal of the arterial sheath, an angio-seal device was used in an attempt to seal the femoral iliac artery. According to the interventionalist op report, the angio-seal did not deploy properly, and part of the collagen plug was visualized at the arteriotomy site over the skin. Manual pressure was applied immediately and consultation with a vascular surgeon was administered for evaluation. Following consultation, the patient was brought directly to the operating room for a right femoral artery expiration and foreign body removal. The device was removed from the subcutaneous tissues without active bleeding noted. No hematoma was observed and there was a strong palpable pulse in the femoral vessel. There was no evidence of persistent arterial communication with the portion of the angio-seal device.